Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged hickman chronic catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one hickman type catheter. The returned sample comprised one white-luered extension tube which terminated approximately 1cm distal of the clamping over-sleeve. The white luer hub and crimp collar were assembled however, the assembly was completely detached from the catheter tubing. No breaks were observed in the tubing. The ID markings were partially worn; however, the ¿clamp here¿ markings were unworn. Tactile inspection of the sample revealed tensile weakness throughout the proximal end of the returned catheter segment. Microscopic inspection of the crimp collar revealed that the crimp to be circular and well formed. The crimp collar notches and luer hub grooves appeared well formed and free of defects. Inspection of the crimp impression near the proximal end of the over-sleeve revealed it to be continuous, suggesting that the crimp was complete at the time of manufacture. The tensile weakness indicated that the sample was subjected to a pulling event(s), which likely caused/contributed to the observed hub detachment. The marking wear adjacent to the crimp collar indicated that the catheter was clamped outside of the ¿clamp here¿ region, which may also have contributed to the observe detachment. The continuous crimp impression and well-formed crimp collar suggested that the sample was properly crimped during device manufacture. A lot history review (lhr) of huat0176 showed no other similar product complaint(s) from this lot number.

Event description:
As reported by the facility, "rn discovered that hub was torn off of the white line (hub of white lumen came completely detached from lumen). Repair date was (B)(6) 2017."